Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection was performed and showed the cover glass is scratched and leaky, a dent in the outer tube, sheath bent, damaged stopcock handle, no permeability of working channel, and laser weld damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during device testing, the scope gave no image. There was no patient involvement noted.